Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00928 and 1828100-2014-00930.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) switched off and the following error was seen in the service mode: "23006 pci/pcmcia supply error". No other details regarding the nature of this event were provided.